Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the pump emitted a communication alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2014 with the following findings: a review of the pump black box data revealed multiple appropriate replace battery alarms associated with low battery voltages. No call service alarms were duplicated during testing. Current draws measured within specifications. The pump case was removed and no defects were found. The complaint of a communication alarm was not duplicated.